Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the 8mm tenaculum forceps instrument cable on the tip broke off and was exposed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer does not have any additional information to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken.